Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer reported to technical support engineer (tse) that the monopolar energy was failing intermittently with c-38 error. Tse viewed system logs and confirmed integrated electrosurgical unit (iesu) or erbe errors pointing to hf current/voltage being too low or too high. The customer swapped out the instrument and instrument energy cord; however, the issue persisted and the surgeon was able to continue. Tse suggested to power cycle the erbe only. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe returned for failure analysis and the reported issue was confirmed using system logs. A significant number of c-38, m-11, m-18, and c-30 errors were logged on (B)(6) 2025 and (B)(6) 2025. The u-04 error also was logged on (B)(6) 2025. An inspection during fa process was able to replicate a fault condition similar to the reported event. The initial test of the unit on system gave no errors and all operations were performed successfully. After system log review of errors, the unit gave a secondary startup at the workstation. The unit presented c-34 error on startup on (B)(6) 2026. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The probable root cause can be attributed to high frequency current measurement value too low in on state which is traced to a component failure within the erbe.